Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system were used. Preceding the implant procedure the patient was taking eliquis, an anticoagulant. During the procedure, after deployment of the closure device a thrombus was observed by transesophageal echocardiogram (tee) on the core wire. The activated coagulating time (act) of the patient at this point in the procedure was 398. The closure device was recaptured and removed from the patient. A new 31mm watchman flx laa closure device was successfully implanted after it was confirmed that no additional thrombus were evident in the left atrium or laa. The morning following the procedure, the international normalized ratio (inr) of the patient was 1.02. No patient complications were noted.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system were used. Preceding the implant procedure the patient was taking eliquis, an anticoagulant. During the procedure, after deployment of the closure device a thrombus was observed by transesophageal echocardiogram (tee) on the core wire. The activated coagulating time (act) of the patient at this point in the procedure was 398. The closure device was recaptured and removed from the patient. A new 31mm watchman flx laa closure device was successfully implanted after it was confirmed that no additional thrombus were evident in the left atrium or laa. The morning following the procedure, the international normalized ratio (inr) of the patient was 1.02. No patient complications were noted. It was further reported that on an unknown date the patient developed an infection and died.

Manufacturer narrative:
B2 outcomes attrib to adv eventb5 describe event or problemh6 patient codesh6 impact codes